Event description:
Reporter alleged obtaining a discrepant blood glucose value of 82 mg/dl back to back wit a result of 142 mg/dl within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.